Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to successfully transmit data to the associated remote monitoring communicator. Technical services (ts) was contacted, and troubleshooting eliminated the environment as a root cause of the transmission anomaly. Further follow up was recommended to ensure appropriate device function and configuration. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to successfully transmit data to the associated remote monitoring communicator. Technical services (ts) was contacted, and troubleshooting eliminated the environment as a root cause of the transmission anomaly. Further follow up was recommended to ensure appropriate device function and configuration. No adverse patient effects were reported. This pacemaker remains in service. Subsequently this ICD was found to have reverted to safety mode, which disabled remote monitoring. This device was then explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to successfully transmit data to the associated remote monitoring communicator. Technical services (ts) was contacted, and troubleshooting eliminated the environment as a root cause of the transmission anomaly. Further follow up was recommended to ensure appropriate device function and configuration. No adverse patient effects were reported. This pacemaker remains in service. Subsequently this ICD was found to have reverted to safety mode, which disabled remote monitoring. This device was then explanted, replaced and returned for analysis. No additional adverse patient effects were reported.